Manufacturer narrative:
This report is submitted on july 31, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site secondary to a middle ear infection. Subsequently, the device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.